Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace curved shears was analyzed and found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument curved shears could not be used. The procedure was completed with no reported injury. There were no reports of fragments falling into the patient. On 01/10/2025, following additional information was received from initial follow-up from site's clinical sales representative (csr): the teflon pad from harmonic ace instrument did not fall into the patient. The instrument was used for 30 minutes prior to use. The patient has not returned to hospital due to experiencing any post-surgical complications related to retaining a foreign object. The reported instrument did not collide with other instruments or hard material during the procedure. Surgeon believed there was a product quality problem that caused damage to teflon pad.